Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bilateral inguinal hernia repair procedure, at the beginning of the case, the device¿s balloon did not inflate and valve seal was damaged, wherein the seal had a cut/slice in it. Therefore, it would not keep the air in and allow the balloon to inflate. It appeared as though the seal had cracked and was defective. No patient injury.